Event description:
It was reported that pump screen was dark and would not turn on, and when display eventually turned on, button remained extremely difficult to press and often required multiple presses. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case and followed button-press instructions from technical support, then prepared to use backup insulin pump while waiting for replacement; technical support confirmed warranty, arranged replacement pump shipment, instructed customer to put current pump into storage mode before returning it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.